Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the voyager nc balloon catheter ruptured in the calcified lesion located in the mid right coronary artery (rca). The balloon rupture occurred at an unknown pressure. Reportedly, there were no patient effects. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.